Manufacturer narrative:
High current drain final analysis found high current drain measured at low programmed pulse amplitudes, due to a defective capacitor.

Event description:
It was reported that the pulse generator exhibited high current drain. The device output was programmed to 3.0 v. The device was replaced, due to elective replacement indicator.